Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Troubleshooting was done for insulin pump error alarm. Customer was unable to clear the alarm. Customer reported that time clock was advancing on the insulin pump screen. Insulin pump was not exposed to high magnetic field. It was confirmed that there was no any keypad issue to the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Constant pump error 38 alarms noted during rewind due to dried insulin on the motor slide. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, and faded serial number label.